Event description:
Customer reported a malfunction with their insulin pump, identified by fault code 16-0x20e6, which could not be reset. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for a replacement pump, serial number (B)(6), as a backup to ensure no interruption in insulin delivery. The customer was informed about the need for replacement and confirmed the shipping address. However, details about the return of the problematic pump to tandem within ten days were not available.